Event description:
It was reported that a broken sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2025. A photograph was provided for investigation. The allegation was undetermined via photographic inspection. The probable cause could not be determined. No additional event or patient information is available. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
After submission of the initial MDR product was received on 11/18/2025 it was determined this complaint is not reportable per corpft-140202.

Manufacturer narrative:
(B)(4). Please disregard initial reporting of this event as this event has now been deemed not reportable.